Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette not attached error occurred. The incident happened during preventive maintenance. No patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage, confirmed through latch lock test. Device did not detect the latched condition. Replaced latch lock flex. Repair confirmed through latch lock test. Upon further investigation, downstream occlusion sensor (dso) could not be calibrated. Replaced dso sensor, dso bezel, and dso seal. Performed calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated to 1.6. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.